Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had high blood glucose and stated the pump was not delivering enough insulin. Blood glucose level at the time of the incident was below 450 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The current blood glucose was found to be 250 mg/dl. Customer also stated keypad anomaly as the buttons were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 the customer reported stuck down/up keypad buttons and under delivery. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No under/over delivery or unexpected insulin flow block, no delivery, occlusion alarms, prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any related alerts/alarms occurred around the event date whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test. In summary, the customer¿s report of stuck down/up keypad buttons and under delivery both were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.